Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and turbid pd fluid. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and began treatment with vancomycin (500mg, intravenous, every 3rd day, ongoing), amikacin injection (150mg, discontinued), and meropenem injection (250mg, intravenous, once daily, ongoing) for peritonitis. On an unreported date, pd therapy was discontinued. Four days after event onset, the pd catheter was removed. Seven days later, re-catheterization was performed. At the time of this report, the patient remained hospitalized and was recovering from the events. No additional information is available.